Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set leakage event on (B)(6) 2024. The leakage was in the tubing. The infusion set was in use for two days. The blood glucose level was high and the patient was treated with correction bolus. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information was available.